Event description:
Customer reported a keyboard failure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board and the control panel processor board. System operates as intended. This MDR is related to ge healthcare.